Event description:
Autograft loss. Date of injury was 02/04/1999. Positive wound cultures were reported on 02/08/1999. Systemic vancomycin started on 02/08/1999. Integra artificial skin was placed on 02/15/1999. On 03/08/1999 silicone layer was removed as part of the autograft procedure, neodermis noted as normal. Epidermal autograft placed on 03/08/1999. Partial loss of autograft was noted on 03/13/1999. 100% loss of autograft noted on 03/19/1999. Partial debridement of site was performed, and showed capillary bleeding prior to placement of second autograft on 03/31/1999.